Manufacturer narrative:
(B)(4). The clear insulation was no longer attached to the device. The device failed hipot testing.

Event description:
The customer reported that the jaws locked during the case. They were not on tissue and there was no injury to the pt. The device was returned to covidien and visual inspection discovered that the clear insulation was missing. The site noted that the clear insulation did not fall into the pt cavity.